Event description:
It was reported patient¿s whole left thigh and leg would get hot when sleeping at night with the system was turned on. It was also stated patient felt like the massage with one of the fingers¿¿kind of like a creepy crawly thing.¿ it was added that patient wanted guidelines for laser hair removal. It was added that patient has a moving disorder and when patient shifts at night it felt like the implantable neurostimulator (inss) move a little bit. Additional information received; it was later reported that it was not related to therapy. This was due to patient neuropathy not stimulator.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v111315, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v119979, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).